Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address fractured hip due to fall. The stem became loose and had to come out. The surgeon removed the stem and replaced it with a stryker restoration stem. He also replaced the liner with a duraloc marathon 10 degree lipped liner. Doi: unknown; dor: (B)(6) 2017; unknown affected side.